Event description:
It was reported that the external pulse generator was not sensing or pacing appropriately. Per the biomedical engineer it seemed to be sensing the ventricular pacing on the atrial channel and inappropriately inhibiting the atrial pacing. It was further noted that turning the ventricular output to 0 resolved this issue. The generator was returned for service. It was verified through follow-up that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis was unable to confirm the customer comment that the generator was not pacing or sensing appropriately. Analysis did find that the upper and lower cases and both bail covers were broken, the battery contacts were compressed, the ring was bent, the battery drawer o-ring was torn/cut and the keyboard was scratched. (B)(4).